Event description:
This is an ongoing and unresolved gtube balloon bursts for a pt. This is the fifth out of six (until date of reporting (B)(6) 2015) incidents. Because of the three of previous 4 incidents happened in the morning hours, parents would tape the gtube overnight with hypafix so gtube would not dislocate overnight. Parents had also received the permission from surgeon to replace gtubes at home. Mother of pt usually removes hypafix in the morning. Gtube felt loose on this morning. Checked for fluid inside balloon but found air indicating balloon had burst. Mother of pt replaced gtube with a new one at home. No x-ray done. No bleeding. No crying from pt. Burst gtube shipped to manufacturers for investigation. Fluid volume 5 ml. Same rptr as (B)(4). Happened less than 3 months after gtube related laparoscopy surgery. Permission from surgeon allowed replacement to be done at home instead of emergency room.